Manufacturer narrative:
On 17 july 2019, the leica applications specialist received information from the complainant that re-biopsy of one (1) case involving a 12 years old male had been recommended; but not performed. Refer to the initial 30-day FDA 3500a report for specific details of the instrument involved.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant is a combination of use errors involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual and replacement of a reagent during execution of a tissue processing protocol. The use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred at both 14:44pm and 16:29pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottles 12 (xylene) and 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The use error involving replacement of a reagent during execution of a tissue processing protocol occurred at 16:29pm on (B)(6) 2019 when a user replaced the contents of bottle 7 (ethanol) during the "factory 1hr xylene standard" protocol started in retort b at 16:22pm on (B)(6) 2019. This user action is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips, which states in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step. Manufacturer evaluation of the instrument logs showed that bottles 12 (xylene) and 7 (ethanol) were not in contact with the corresponding sensor for approximately 13 and six (6) seconds respectively at 14:44pm on (B)(6) and 16:29pm on (B)(6) 2019 respectively, which is not sufficient time to replace the reagent in either instance. The station properties for bottles 12 (xylene) and 7 (ethanol) were reset at 14:44pm and 16:29pm on (B)(6) 2019 respectively, with a user affirming in the instrument software that the xylene concentration in bottle 12 and the ethanol concentration in bottle 7 was to be set to the default concentration of 100% in both instances. Although the user affirmed in the instrument software that the xylene concentration in bottle 12 (xylene) and ethanol concentration in bottle 7 was to be set to the default value of 100% at 14:44pm and 16:29pm respectively on (B)(6) 2019, the actual xylene and ethanol concentration in these bottles remained unchanged at 67.5% and 54.1% respectively because neither bottle had been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottles 7 (ethanol) and 12 (xylene) was used for the final dehydration and clearing steps respectively of the following protocols: the "factory 1hr xylene standard" protocol started in retort b at 16:22pm on (B)(6) 2019; and the "factory 12hr xylene standard" protocol started in retort a at 16:29pm on (B)(6) 2019. The reagent in bottle 7 (ethanol) was replaced and the station properties were reset at 08:42am on (B)(6) 2019. There is no evidence of a use error(s) in the interaction between the user and the instrument during replacement of this reagent. As neither the reagent in bottle 12 (xylene) with a xylene concentration of below 67.5%, nor the waxes which would have been contaminated during use for the wax infiltration steps of the two (2) protocols detailed above were replaced, the quality of tissue processing in a further eight (8) protocols executed between (B)(6) 2019 would also have been adversely impacted.

Event description:
On (B)(6) 2019, leica biosystems received a complaint regarding "under process tissue" following processing. On (B)(6) 2019, a leica applications specialist-core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that a discussion had taken place between the manager and a biomed tech in relation to the fact that a technician possibly changed out a reagent with incorrect concentration; the tissue samples exhibiting sub-optimal processing were derived from both a processing run started in retort a at 17:22pm and a processing run in retort b started at 16:30, which together comprised a total of (B)(4)cassettes. On (B)(6) 2019, the fss documented the following information received by email from the manager: "we changed one alcohol, one wax and the cleaning xylene and ran both a 12 hour a 4 hour cycle and had a pathologist review the slides: both were fine..." Information as to the final status of the tissue samples exhibiting sub-optimal processing and the patient outcome has not been provided as at (B)(6) 2019 despite the following requests for this information being made by the fss: phone request on (B)(6) 2019 and email request on (B)(6) 2019.